Manufacturer narrative:
Return of product has been requested. Reporter returned an unspecified number of toothbrush heads on 15-aug-2017. Product investigation is in progress.

Event description:
Brush head has broken off while brushing / brush head simply shot off [device breakage]. No adverse event. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on 10-jul-2017 that the brush head had broken off of the oral-b power oral care refills precision clean while brushing with an oral-b rechargeable toothbrush, version unknown. The consumer elaborated that the brush head simply shot off while brushing and this had happened twice now. No symptoms developed. Relevant history: none reported. No further information was provided. On 14-jul-2017 received consumer's follow-up e-mail: the consumer reported that the brush head was from a pack of 4 brushes. The consumer now had a large package of precision clean brush heads, and stated that the broken head looked like this type, but had the colors light blue and green; a broken off brush was still present. The consumer described that something like a small pin was broken. The consumer rubbed coin against the gray oral-b logo and nothing happened. No further information was provided.

Event description:
Report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on 10-jul-2017 that the brush head had broken off of the oral-b power oral care refills precision clean while brushing with an oral-b rechargeable toothbrush, version unknown. The consumer elaborated that the brush head simply shot off while brushing and this had happened twice now. No symptoms developed. Relevant history: none reported. No further information was provided. 14-jul-2017 received consumer's follow-up e-mail: the consumer reported that the brush head was from a pack of 4 brushes. The consumer now had a large package of precision clean brush heads, and stated that the broken head looked like this type, but had the colors light blue and green; a broken off brush was still present. The consumer described that something like a small pin was broken. The consumer rubbed coin against the gray oral-b logo and nothing happened. No further information was provided.

Manufacturer narrative:
24-apr-2018 product investigation results: the reporter returned an unspecified number of toothbrush heads on (B)(6) 2017. Toothbrush heads confirmed to be counterfeit.